Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test, excessive no delivery test and dat at 0.08740 inches. Drive support disk was inspected and no anomaly was noted. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with unknown blood glucose at the time of the incident. The customer will go from 40 mg/dl to 383 or 450 mg/dl. The customer was at 191 mg/dl at the time of the call. The customer used food to treat. The customer was sick with septic pneumonia. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer had a low of 69 mg/dl on (B)(6) 2018, a high of 557 mg/dl on (B)(6) 2018, and reported a protruded drive support cap. The insulin pump will be returned for analysis.